Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving baclofen at 495.7 mcg/day via an implantable pump for spastic paraplegia. In 2013, the baclofen pump was replaced for the treatment of spastic paraplegia following thoracic vertebrae t7 to t12 fractures. On (B)(6) 2016, the patient experienced shakiness and muscle spasticity aggravated. The patient was seen at the emergency room on (B)(6) 2016, due to lower trunk and lower limbs tremor present since the day before. Pump examination showed a half filled reservoir. The patient took 4 tablets of baclofen on (B)(6) 2016, in the morning without improvement. Reporter stated that, there was suspicion of baclofen withdrawal syndrome given pump dysfunction. The physical examination upon admission on (B)(6) 2016 revealed tremor in the lower trunk and lower limbs with a frequency of 1 per second and pruritus with no respiratory disorders, glasgow score was 15/15 and spastic hypertonia. Ancillary investigations showed no evident abnormality on the x ray on (B)(6) 2016. Patient was hospitalized in neurosurgery, baclofen supplementation by oral route, aspiration and further pump filling with bolus administration of 100 mcg within 45 minutes with clear improvement of spasticity. The patient was discharged on (B)(6) 2016. Further hospitalization was done on (B)(6) 2016 for tremor recurrence since (B)(6) 2016. Cloni of the abdomen and the two lower limbs, exacerbated with movement without evident impairment of spasticity. Catheter disconnection was observed on xray. Revision surgery evidenced proximal catheter disconnection, which was damaged. Connector was replaced. After favorable outcome the patient was discharged on (B)(6) 2016. Reporter stated that, the conclusion revealed baclofen withdrawal in a patient with a pump following proximal catheter disconnection. On an unknown date the events shakiness and muscle spasticity aggravated were recovered (completely recovery). The patient's medical history included thoracic vertebral fracture, type 2 diabetes mellitus, arterial hypertension, femur fracture, erysipelas, urinary infection, and depression. The patient's concomitant medications included metformin, bisoprolol, irbesartan, and hydrochlorothiazide.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.